Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/7/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2015 with the following findings: pump powers with returned battery cap to a blank display. "Audio bolus button" cover is detached/missing. Leak test shows leak at missing bolus button cover. Removed pump case. Evidence of moisture contamination throughout inside of pump, on display flex cable and connector and associated other electrical components. Unable to complete some checklist steps due to blank display /internal moisture contamination.